Event description:
Healthcare professional reported a cracked arterial header after reusing dialyzer approx 11-15 times. Per the healthcare professional, there was no pt injury associated with this report.